Event description:
Boston scientific received information that the patient with this pacemaker experienced high rate pacing following an unrelated surgical procedure. There have been no adverse patient effects reported as a result.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.